Event description:
It was reported that a cartridge change error occurred. There was no information provided concerning the impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.